Manufacturer narrative:
(B)(4).

Event description:
The manufacturers fse (field service engineer) reported a no power condition. No patient involvement was reported.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power.